Event description:
A health care professional reported that during the intraocular lens (iol) implant procedure after implanting, opacity of the iol was found. The iol removed and replaced with the another iol. There was no patient impact reported to the patient. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned. Photos were provided. The lens was shown placed posterior surface up into the lens case. There appeared to be viscoelastic on the optic. The optic edge was split and torn to the optic center. The damage splinters off into cracked areas. One photo has three circles in green around areas of concern. Inside the areas, there appeared to be a total of three small pieces of the broken, damaged lens material. The endcap of the carton was also shown. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge was used. The handpiece information was not provided. It is unknown if a qualified handpiece was used. A non-qualified viscoelastic was used. Based on our observation of the attached photos, the optic was torn and split from the optic edge to the optic center. Small particles of the damaged optic appeared to be present on the lens, circled by the customer in one photo. This lens damage was most likely interpreted as the reported complaint of "opaque lens", as lens damage can appear opaque in direct lighting environments. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). A non-qualfied viscoelastic was used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).